Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation as the right lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the right lead was explanted and replaced to address the issue. The right lead fracture was confirmed upon explant.